Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Visual inspection was performed and no issues were noted. A device history review revealed no issues that could have caused or contributed to the reported issue. System error 321 was verified through review of the event history log. The reported condition was verified. The device was found out of specification in relation to the reported system error 321 which was reproduced after loading a set and closing the door. This was caused by a failed upper link switch. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 321 ¿link switch error (up).¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available.